Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio inr: 2.5. Date: (B)(6) 2011; inratio inr: 4.5. Pt's therapeutic range is approx 2.